Event description:
The customer reported elevated latron control and approximately three milliliters of clear fluid leaked outside the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated no erroneous patient results were generated at the time of the event. There was no patient impact associated with this event. The customer reanalyzed patient samples, on an alternate instrument, and noted the results correlated. The facility has an exposure control or risk management plan in place for biohazard material. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted latron control was out of specification due to partial flowcell clog. The fse bleached the flowcell and resolved the latron control issues. The fse also observed peltier errors and replaced the peltier module which resolved the issues. In addition, the fse discovered a manual mode probe leak due to a wire obstruction. The fse removed the wire and resolved the probe leak issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event. A definitive root cause is unknown. (B)(4).